Event description:
Info received indicates the head of the bed is drifting with weight on it from the high position to low in less than a minute.

Manufacturer narrative:
The technician degreased the drive brake assembly and replaced the head motor to repair the bed.